Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. Device received with corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid or moisture and the insulin pump stopped working. The customer¿s blood glucose level was 312 mg/dl and 117 mg/dl was the current blood glucose level. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.